Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump mechanism and bearings appeared worn during the investigation, and this appears to be the cause of the under infusion. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump infused "two hours too fast". They stated that the infusion was supposed to run over 24 hours but that it finished infusing after 22 hours. During a follow up from mmdg, the initial reporter stated that the patient was doing fine after the event. (B)(4).